Event description:
A patient reported that they were treated with coolsculpting on (B)(6) 2019 to right flank and on (B)(6) 2019 to left flank using the cooladvantage, coolcurve+ contour applicator and presented with weight gain and hardening in the flanks and love handle areas which was diagnosed as paradoxical hyperplasia on (B)(6) 2020.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to right flank and on (B)(6) 2019 to left flank using the cooladvantage, coolcurve+ contour applicator and presented with weight gain and hardening in the flanks and love handle areas which was diagnosed as paradoxical hyperplasia on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
A patient reported that they were treated with coolsculpting on (B)(6) 2019 to right flank and on (B)(6) 2019 to left flank using the cooladvantage, coolcurve+ contour applicator and presented with weight gain and hardening in the flanks and love handle areas which was diagnosed as paradoxical hyperplasia on (B)(6) 2020.